Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis and septicemia in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified remedial therapy for the event of peritonitis. On an unreported date, the patient experienced septicemia. At the time of the report, the patient was on a ventilator due to the septicemia and remained hospitalized. Further information pertaining to the treatment for the event of septicemia was not reported. The outcome for the events of peritonitis and the septicemia was unknown. Dianeal therapy was ongoing. The nurse stated that the peritonitis was not related to the dianeal therapy. A causality assessment was not provided for the event of septicemia.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.